Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise leading to oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. No intervention was performed; the patient's condition was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-02993.